Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was intermittent undersensing of ventricular tachycardia. The patient currently has a lvad. The device was reprogrammed and patient will be monitored for further episodes.